Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healthcare provider (hcp) thought he remembered reading a case study about damage done to the body by using a transcutaneous electrical nerve stimulation (tens) unit over an implantable neurostimulator (ins). No further details about that case study were known, and the hcp was unaware where he thought he read about the tens over an ins being harmful.